Event description:
Two mos after a bone graft and implants were placed, there was no osseointegration and required an add'l surgery. Implants for #6 and #11 were removed and pepgen p-15 flor product was resorbed.